Manufacturer narrative:
H10: the device was received for evaluation contaminated with an unspecified contaminate. Due to the nature of the sample the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set would not flow. This was identified prior to patient use. There was no patient involvement. No additional information is available.